Event description:
It was reported that the user experienced persistent low glucose readings despite repeated oral carbohydrate treatment, including chocolate milk, with documented values of 41 mg/dl initially and subsequent readings of 51 mg/dl decreasing to 46 mg/dl, without reported symptoms. Symptoms included no reported clinical manifestations associated with hypoglycemia. Outcomes included ongoing low glucose alerts that required repeated carbohydrate intake, and the user was advised to continue oral glucose treatment as needed. Investigation included troubleshooting and education provided to the user regarding management of low glucose events. Investigation of this case revealed no device malfunction identified during the interaction, and the event was characterized as hypoglycemia with an unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.